Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that the spiral wrap of the bur broke during a procedure. It was confirmed that no fragments were produced from the break. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.